Event description:
Bolts securing the gantry counterweight were found to be loose. This condition resulted in the counterweight moving as the gantry was rotated creating a loud noise and shaking of the entire frame. Upon inspection the bolts were found to be loose enough to be turned by using one's fingers. Rptr removed the bolts one at a time, placed bolt adhesive on them, reinstalled, and tightened them to 200 foot pounds of torque.